Event description:
Per the clinic, the patient experienced a head injury resulting in high impedances and open circuit electrodes. The device was explanted on (B)(6) 2022. The patient was re-implanted with a new device in the same procedure.

Manufacturer narrative:
This report is submitted on may 24, 2022.